Event description:
Boston scientific received information that the patient implanted with this lead experienced a low blood pressure following an implant procedure earlier that day. A perforation was assumed and a pericardial window was then performed. The patient remained in the hospital but was doing well. No adverse patient effects were reported as a result of the revision procedure.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.